Event description:
Healthcare professional reported that they "don¿t think it was aqueous misdirection afterall. [Patient's] large choroidals were pushing against their iris and with a flat chamber. It was falsely elevating the pressure."

Manufacturer narrative:
Multiple attempts have been made to gather information regarding the product and patient details. No additional information is available at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of malignant glaucoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient with an implanted xen 45 gel stent in an unknown eye presented with aqueous misdirection/malignant glaucoma a few days later. Status of device is unknown.